Event description:
It was reported that during equipment testing, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, however the overheating condition could not be replicated because the device would not operate. Internal components were evaluated, which revealed a worn bearing and corrosion within the rotor assembly. The presence of corrosion and damaged bearings can lead to increased friction between rotating components, resulting in heat being generated. The motor assembly, bearing, and rotor assembly were replaced and the device was returned to the user facility.